Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).

Event description:
See also manufacturer report 2032545200804037. It was reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The capsule released from the delivery system after it was removed from the pt and significant force was applied to the plunger. This was the second capsule attempted for this pt and the procedure could not be completed. No serious injury to the pt was reported.